Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 1741-003, ECG neonatalii,3 wire,tp,adgel, was being used during an unknown procedure on (B)(6) 2024 date when it was reported ¿issue: assigned nurse changed leads on the patient at this patients first set of cares (approx. 2100). The leads are designed to be placed on the upper arms and wrapped around the arm, which is how they were applied. At 0600, it was noticed that a piece of gel looking material was sticking out of the patients r axilla. Upon further assessment it was noted to have a brown color on it. This prompted this nurse to further assess the area that the gel type material was found. The lead was removed from this arm and what looks like a burn was noted on inside of the arm under the preemie lead sensor and around it appears to be an abrasion as well. The lead, upon removal from the patient and further inspection, no longer had the gel portion that serves as a barrier between the lead and the patient¿s skin. It somehow had fallen off and this is the gel piece that was found in the patient¿s axilla. The gel piece was the same shape as the lead. Upon removal of the lead, the provider was notified and came to the bedside to assess the site. Pictures were taken with the tissue analytics camera of both the l and r arms. The lead on the l arm also had started to separate from the gel portion and a smaller wound was noted under that lead. New leads were placed on this patient¿s chest. Charge nurses and provider were all notified. Wound team consulted.¿. The procedure was completed with the use of alternate new leads placed on patient¿s chest. Further assessment was attempted, and a good faith effort was completed with no information found. There was no report of any prolonged hospitalization for the patient. This report is being raised on the reported injury due to the reported unknown degree of patient burn and wound on the right and left arm.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00000003. Per the instructions for use, the user is advised that long term monitoring electrodes and repositionable electrodes may typically be used for up to 7 days. Duration of use may vary depending upon skin condition and environmental factors. No modification of electrodes is allowed. Modification may result in patient or operator harm. During surgical procedures, place the ECG electrodes and leads as far as possible from the electrosurgical site to minimize rf current flow through the ECG electrodes. Placement is important in reducing the potential for patient harm in the event of a defect in the dispersive electrode. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 1741-003, ECG neonatalii,3 wire,tp,adgel, was being used during an unknown procedure on (B)(6) 2024 date when it was reported ¿issue: assigned nurse changed leads on the patient at this patients first set of cares (approx. 2100). The leads are designed to be placed on the upper arms and wrapped around the arm, which is how they were applied. At 0600, it was noticed that a piece of gel looking material was sticking out of the patients r axilla. Upon further assessment it was noted to have a brown color on it. This prompted this nurse to further assess the area that the gel type material was found. The lead was removed from this arm and what looks like a burn was noted on inside of the arm under the preemie lead sensor and around it appears to be an abrasion as well. The lead, upon removal from the patient and further inspection, no longer had the gel portion that serves as a barrier between the lead and the patient¿s skin. It somehow had fallen off and this is the gel piece that was found in the patient¿s axilla. The gel piece was the same shape as the lead. Upon removal of the lead, the provider was notified and came to the bedside to assess the site. Pictures were taken with the tissue analytics camera of both the l and r arms. The lead on the l arm also had started to separate from the gel portion and a smaller wound was noted under that lead. New leads were placed on this patient¿s chest. Charge nurses and provider were all notified. Wound team consulted.¿. The procedure was completed with the use of alternate new leads placed on patient¿s chest. Further assessment was attempted, and a good faith effort was completed with no information found. There was no report of any prolonged hospitalization for the patient. This report is being raised on the reported injury due to the reported unknown degree of patient burn and wound on the right and left arm.